Event description:
It was reported that the device "seemed to be stuck on a high setting" and the patient could not get the programmer to work. It was stated that the patient had an overstimulation sensation. "Everything was reportedly fine until the morning of the report". It was stated that the patient was seeing the "poor communication" screen on the programmer. The patient used the antenna "a couple" inches below the incision mark and pressed the sync button. The patient was then seeing the "therapy" screen. It was noted that the patient was able to adjust the stimulation and it was comfortable. It was later reported that the patient was having "major concerns" with the device or therapy and "it didn¿t work properly". The patient had had an appointment on (B)(6) 2013. It was noted that the patient was working with their healthcare provider or manufacturer¿s representative. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).